Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported malfunction or determine its contribution to the patient¿s hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns ¿check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, whereas may indicate the cannula has dislodged,¿ and ¿test results greater than 13.9 mmol/l (250 mg/dl) mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l (250 mg/dl), but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l, follow the treatment advice of your healthcare provider.¿ it advises ¿to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed).¿

Event description:
The patient had blood glucose of 22 mmol/l (396 mg/dl) and ketones of 5.4. She had worn the pod for less than a day on her abdomen. It was reported that the cannula did not deploy correctly. She was hospitalized for one day and treated with saline infusion.